Event description:
Subsequent to the initial MDR, additional information was received on (B)(6) 2025. The patient was contacted on the same day and clarified that cephalexin was prescribed for the skin reaction. Although the patient could not recall the exact dosage, he mentioned taking it three times a day. No further patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2025. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025, the patient developed redness, inflammation, and infection extending beyond the patch perimeter. On (B)(6) 2025, the patient consulted a physician who physically examined the reaction site and prescribed oral antibiotic medication (cephalexin, unspecified dosage three times per day. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).